Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on the far-field channel in a slow nst recording transmitted to home monitoring. Shock impedance appears stable though hmsc transmission has been intermittent. Postural testing and isometrics in office were recommended to further evaluate the lead. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.